Manufacturer narrative:
Concomitant devices: 04180 203-96-02 - (11-2324) saw blade new stryk (.035) 09209 203-96-01 - (11-2222) saw blade new stryk (.050) 0y209 203-96-03 - (11-2216) saw blade new stryker (.050) 2136347 204-34-04 - fluted stem extension 40l x 14 mm 2143673 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t 2158556 200-02-29 - three peg patella 29mm 8266814 210-01-02 - nmc femoral sz 2. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 129 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of left knee total knee arthroplasty prosthesis with loose components; cortical fracture of left femur; severe osteolysis, loss of range of motion; chronic pain; injuries to tissue and cone of the left knee; subchondral cyst; joint effusion; metallosis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral bone fracture, disassembly, loss of range of motion, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, and investigation clinical codes.

Manufacturer narrative:
Corrected fields: b2, h6: type of investigation. Updated fields: a2-3.